Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. No motion sensor test failure alarm or check settings alarm noted. The device also had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, shut off and reset the settings. The blood glucose at the time of the incident was 127 mg/dl. He also reported receiving a check settings alarm and a motion sensor test failure alarm. The customer stated that he wore the device while getting a foot x-ray. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.